Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter zip. Additional information: device available for eval, returned to manufacturer on, imdrf annex a, b, c and d grids and manufacturer narrative, remedial action required, remedial action #. Omit: a07 - electrical /electronic property problem (1198), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Event description:
It was reported that the device had keypad. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad. There was no patient involvement.